Manufacturer narrative:
Additional information: additional information which the following field was updated accordingly: section b5: the account confirmed that when stated the lens explanted due to wrong power, they meant that an incorrect lens power was calculated and implanted and that a lower diopter should have been ordered and placed in the patient's eye. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct. 13, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received coated in viscoelastic residue and lint from the gauze. The lens was cleaned revealing no issues that could cause or contribute to the complaint issue. The complaint issues were not identified during product evaluation and could not be confirmed to be related to a manufacturing or design issue. Conclusion: base on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision inc. Has been submitted.

Manufacturer narrative:
Section a4, a5 & a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between aug 5, 2025 and aug 13, 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded, monofocal toric intraocular lens (zcu150) was implanted and later explanted in a secondary surgical procedure due to incorrect power. The explanted lens was replaced successfully with another lens of the same model but lower diopter (17.5d). It was confirmed that the device did no cause or contribute to the reported event. No capsule tear was reported, and there were no medical interventions, no unplanned vitrectomy, incision enlargement, or sutures required. The patient's outcome is unknown. No further information provided.